Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a cracked reservoir tube lip, cracked case at the display window corner, and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump's battery compartment was missing some pieces near the battery cap. The battery compartment also had some cracks. Customer's blood glucose level was 127 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.